Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins pocket incision was not healing and that the wound dehisced. The patient was experiencing chills and tenderness/necrosis at the incision site. Initially after implant the wound was healing poorly but then it scabbed over before reopening. A culture was taken and a gram stain was performed. The patient was given antibiotics and a surgery was scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative visited with the patient pre-op and decreased the amplitude on their group from 7.6 to 0 and shut the ins off. The patient was given instructions on how to turn the ins back on after their doctor gave them clearance on the battery site. The doctor noted that the patient was a smoker and that this might have led to the wound dehiscence. The patient was taken back, prepped and draped in standard fashion, incision and drainage was performed, and the wound was packed with vancomycin powder. The patient's system was read post-op and the impedances were within the normal limit. No further complications reported.